Event description:
Caller states a neonate pt received result of 71 mg/dl on the sensor system, and result of 54 mg/dl on the performa system. No actions were taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in the sensor system (lot # and expiration date unk). Reference medwatch report with pt identifier (B) (6) for the suspect device used in the performa system.